Event description:
It was reported that during a sepulculture procedure, the device did not staple. The procedure was completed with the same like device. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 08/13/2008. Information anticipated, but unavailable at this time.